Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
Patient reported recurrence of elevated blood glucose levels with ketones following prior hospitalization and alleged the event was related to the pod. On (B)(6) 2026, patient sought medical attention and was diagnosed with bladder infection. Patient received insulin drip and was hospitalized for several days. Prior to the hospitalization, the patient reported having a sudden urge to urinate and attempted to go to bathroom in their home, but ended up urinating themselves. The patient tripped in their urine, striking the head, and required ambulance transport. The patient was discharged on (B)(6) 2026. This report describes the second of two events (insulet reference numbers: (B)(4)).